Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle was intact. The device was received with the capsule fully closed and the end cap/screw gear snap fit connected. The deployment knob would retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. Delamination was observed over the nitinol reinforcing frame on the proximal end of the capsule. The inner member shaft and spindle hub were intact with no evidence of damage. Damage was observed on the proximal end of the capsule. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured once due to re-positioning. After multiple deployment attempts, the valve was withdrawn from the patient, and a non-medtronic valve was subsequently implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured due to re-positioning recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence and a relationship to the delivery catheter system (dcs) cannot be established. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. As there were four recaptures reported, this indicates the IFU was not followed which states ¿deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient¿. The device was returned for analysis and delamination was also observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after a misload has occurred. There was also damage observed on the proximal end of the capsule. There was no other evidence of damage observed on the subject dcs. The investigation completed into capsule separation found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy (vessel tortuosity, calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torquing of the catheter) are known contributing factors to capsule damage. Additionally, the four deployment attempts in this case, outside IFU recommendation, may have also caused or contributed to the capsule damage. The valve was withdrawn from the patient, and a non-medtronic valve was used. It was unknown if there was a problem with the valve. No adverse patient effects were reported. Complaints for this event type are reviewed and no further action is recommended at this time. Qa will continue to monitor. Updated data: h6 method and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.